Event description:
Issue: portion of the jp drain retained upon removal necessitating a return to operating room for retrieval (B)(6) female with neck pain was taken to the operating room on (B)(6) 2014 for c3-6 laminoplasty/c3-t2. Pisf. Event: on pod#3, (B)(6) 2014, the pt was examined by the spine fellow who then removed the jp drain. The fellow stated he removed the external sutures and proceeded to pull the drain out without any more resistance than usual noted. However, upon inspection of the drain, it was not intact. On (B)(6) 2014, pod#4, the drain was retrieved by the attending without incident. There was no stitch retaining the drain. Reason for use: jp drain draining fluids post operatively identified or identifiable cause for the drain fracture. The two ends of the jp drains were compared to confirm there was no residual drain piece remaining.